Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review on (B)(6) 2024 , device history (lot) part number: sd800.440-us, lot number: 22464p9, part manufacture date: 05/30/2024, manufacturing location: brandywine , part expiration date: n/a , nonconformance noted: n/a . A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the patient specific implant (psi) was processed through all operations on the released routing for part number sd800.440 and met all specification requirements at the time of release with no issues documented during manufacture that would contribute to this complaint condition. On (B)(6) 2024 : product lot met all inspection specification requirements at the time of release with no issues documented during manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that a patient specific implant had to be removed due to infection. No information available on implant or explant dates.